Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a comprised immune system. The culture result of staphylococcus epidermidis, a predominant organism of the normal flora on human skin, suggests a possible breach in aseptic technique. S. Epidermidis is the most frequent cause of peritonitis. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a male patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient presented to the pd clinic with cloudy pd effluent, diarrhea and feeling sick to their stomach. The patient¿s pd effluent culture was positive for staphylococcus epidermidis and had a white cell count of 4250 (unknown units) with 82% polymorphonuclear cells. The patient was initiated on antibiotics with an initial dose of intraperitoneal (ip) vancomycin 2800ml and ip ceftazidime 1g. The patient was then subsequently prescribed ip vancomycin 2800ml every other day for 19 days. The patient did not require hospitalization and they continued with pd therapy on the liberty select cycler with cycler set. The patient did not report any issues with pd therapy on the liberty select cycler with cycler set. No malfunctions, leaks or deficiencies were reported. The cause of the peritonitis was not confirmed.